Event description:
Per the product analysis, a 7mm section of the coil wire was unraveled at 13mm from the tip. The qualrap could not confirm when the unraveling occurred. It was confirmed by the qualrap that the sales representative reported the distal tip (coil) was already shaped/bent after it was taken out of the pouch. Any other anomalies were not reported.

Event description:
When stabilizer (complaint product) was taken out of the sterile pouch, the distal coil was shaped already. Another new product (same size, lot unk) was used and the procedure was completed successfully. The complaint product was not clinically used. There will be product return. The target lesion was below the knee (specific location unknown). Calcification and vessel tortuosity was unknown. The lesion was 90% stenosed. No excessive force was used when removing the device from the packaging. The device was stored per the instructions for use. There was no damage noted with the packaging prior to use.

Manufacturer narrative:
It was reported that when the stabilizer was taken out of the sterile pouch the distal coil was already shaped. The device was not clinically used. The returned device was noted to be unraveled. With follow-up investigation, it could not be confirmed when the unraveling occurred. Another same size device with unknown lot was used to successfully complete the procedure. The device was stored per the instructions for use. There was no damage noted with the packaging prior to use. No excessive force was used when removing the device from the packaging. One non-sterile stabilizer plus was received in a plastic bag. It was noted that the distal tip presented a slight bent at 2mm from tip end; also a second bend was noted at 10mm from tip end. The unit was inspected under microscope and it was observed that a 7mm section of the coil wire was unraveled at 13mm from tip end and flat coils were also exposed out of the ptfe. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lake region lot 10008991 which corresponds to cordis lot 70411536. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The report of the distal tip out of shape was confirmed with analysis of the returned device as well as a stretched condition. The device did not present any indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment. The timing and cause of the damage found on the returned device could not be conclusively determined; therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product analysis was completed. Additional information will be submitted within 30 days from receipt. One non-sterile stabilizer plus was received in a plastic bag. It was noted that the distal tip presented a slight bent at 2mm from tip end; also a second bent was noted at 10mm from tip end. The unit was inspected under microscope and it was observed that a 7mm section of the coil wire was unraveled at 13mm from tip end. Note: cordis lot # 70411536 is lake region lot # 10008991. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10008991. This packaging lot contained 235 units, which were shipped from lake region medical on may 10, 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: "distal tip- out of shape" was confirmed due to the received condition of the product. Moreover an unraveling condition was observed on the distal section of the catheter and flat coils were also exposed out of the ptfe. The place and time of the damage found could not be conclusively determined. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time.